Event description:
A peritoneal dialysis (pd) called in about an alarm issue. A follow-up call was placed to the pt on (B)(6) 2014, it was explained that the pt had expired. The peritoneal dialysis nurse (pdrn) stated that the pt expired on (B)(6) 2014 and was sent to the hospital on (B)(6) 2014. Pdrn also stated the pt had metastatic cancer and was in hospice at the time the pt expired, the pt was not on the cycler at the time of the pt expiring.

Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinical staff. Based on the 49 pages of limited medical records info and a review of the documentation in the (B)(4) system, it appears that on (B)(6) 2014, the pt expired while in an inpatient hospice unit as a result of her squamous cell cancer of the rectum with metastases to the liver and lungs. She was admitted to hospice on (B)(6) 2014 for pain control and a seizure. The pt was not connected to the liberty cycler at the time of her death. Hospice is defined as palliative care for pts with a terminal prognosis who are medically certified to have less than six months to live. Although this event has been reported as a serious injury, it is unlikely that there is a causal relationship between the event of death and the liberty cycler due to the pt's prognosis. There is no history of specific product malfunction. This event is being filed as a MDR reportable serious injury to comply with our regulatory commitment to report any serious injury while using a fresenius device, if the device investigation has not been completed. There were no death certificate or autopsy reports provided. The peritoneal dialysis cycler was returned for eval and determined to be functioning according to product specifications. Further evals found and determined no device malfunctions that would have caused the reported pt death event and the cause of the pt death could not be determined. A mfg record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material and process controls were within specification.